Event description:
It was reported that the device was explanted after a implant duration of zero days. Through the operative report, it was learned that the device was explanted due to an unsuccessful ring repair, as there was mitral regurgitation still visible after the mitral valve repair . The surgeon resized and downsized further to a 28mm ring.

Manufacturer narrative:
Additional manufacturer narrative - the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was initially learned through implant patient registry. Through follow up with the health care provider (via fax), a copy of the operative report was received. A device history record review is currently in process.